Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead's insulation had small wear spot. A repair kit and medical adhesive were used proactively to prevent future problems. Additional information received indicated that the conductor was not exposed. This right atrial (ra) lead remains in service. No adverse patient effects were reported.